Event description:
During a ptca procedure, the wire prolapsed. The wire was retracted into the ivus catheter to straighten. Upon advancing it was noted the tip had separated and remained in the distal anatomy. The procedure was successfully completed. The pt was pain free and the EKG remained unchanged. Pt status is listed as "ok".